Event description:
The information provided by local distributor indicates: - hospital name: (B)(6). - surgeon's name: dr (B)(6). - date of initial surgery: (B)(6) 2023. - body part to which device was applied: femur. - surgery description: lengthening - retrograde insertion. - patient's information: 70 year-old, male, weight 90 kg. - problem observed during: into treatment/post-operative. - type of problem: device functional problem. - event description: the first surgery was performed for this patient on (B)(6), with a taa1160-f-225. Surgery went well. The nail was tested on the table before introduction, and tested again after surgery. Patient started to use the control unit on his nail and the nail started to do the lengthening. After 2 or 3 weeks, the nail was not working well. A new control unit was provided to the patient. At the beginning of (B)(4), again nail was not functioning. On the rx, we could see a start of callus with only 15mm of lengthening made. On (B)(6) the patient returned to or and the nail was removed and changed with a new one as the patient needs 40mm lengthening. The complaint report form also indicated: - the device failure had adverse effects on patient: loss of achieved correction. - the initial surgery was completed with the device. - the event did not lead to a delay in the duration of the surgical procedure. - an additional surgery was required: on (B)(6) 2023. - a medical intervention (outpatient clinic) was required: on (B)(6) 2023. - copy of operative reports is not available. - copy of x-ray images is available. - patient's current health condition: patient is ok. On (B)(6) 2023, orthofix srl received the following additional details: - the nail was verified on (B)(4), twice, on the table and in the patient during surgery and worked perfectly. The nail worked for few days as the patient obtained 15mm of lengthening. - patient had a oedema for more than 4 weeks after surgery. On (B)(6) 2023, orthofix srl received the following additional details: -the second nail, implanted on (B)(6), 2023 is not working. The nail worked on the table test and inside the patient just at the end of the surgery, the patient heard the nail working 2 days and then no more. -copy of x-ray images. Manufacturer ref: (B)(4). Distributor ref: (B)(4). Please refer also to MFR report number 9680825-2023-00042.

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The devices involved in this event were manufactured by wittenstein intens gmbh. Technical evaluation: the returned devices were examined by orthofix quality operations department. The devices were subjected to visual, dimensional, and functional check as per orthofix specification. Nail code 60001468, serial number (B)(6) (MFR report number 9680825-2023-00042 follow up 1) the visual check of the nail evidenced as follows: the bipolar connector is heavily damaged. Presence of scratches in the correspondence of motor housing. No evident signs of drilling on the distal hole. Signs on the telescopic tube, related to normal wear during treatment, due to micro-movements and loading. The nail is partially distracted. In the dimensional check the tail left exposed distance have been analysed. The measured value indicated that the nail has been distracted from 24,26 mm to 23.76 mm. It was not possible to perform the functional check due to the damage of the bipolar connector. The nail has been manually sawed, to check the area near the motor poles. The sawing evidenced presence of debris inside the nail. No issues were detected in resistance measurement of the motor and in the absorbed current. The nail has been then elongated, by applying 12 v voltage. It could elongate with no issues detected. The analysis on the lengthening portion evidenced wear-related marks. This may suggest that the nail has been elongated and then retracted during treatment. -receiver code 60001780, serial number (B)(6) (MFR report number 9680825-2023-00042 follow up 1) the visual check did not evidence any anomalies: the cable has no bending or other deformations. The socket is in good conditions (soldering still intact). Screws were unscrewed to separate the receiver from nail bipolar connector. Residues of organic tissue were detected in the socket. Some void is detected all around the buzzer, in contact with the substrate and not encapsulated in the silicone. In the functional check the device was tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The device is functioning as expected. Nail code 60001468, serial number (B)(6) (MFR report number 9680825-2023-00045 follow up 1) the device involved was not returned to orthofix as it is still implanted on patient. Should it become available orthofix will perform the technical analysis. Final comments 1. Nail code 60001468, serial number (B)(6) (MFR report number 9680825-2023-00042 follow up 1): the analysis performed on the returned nail evidenced that the nail is not functioning according to set specifications as there is a damage in the cable, i.e., bipolar connector, which led to the failure notified. Unfortunately, the exact circumstances of the cable damage could not be determined as the functional check, focused on verifying motor and mechanical parts functionality, confirmed that the nail performs properly: motor resistance, absorbed current and distraction are according to usual acceptance criteria and performances. The production records from wittenstein, as well as the description provided by the customer (the nail was tested on the table before introduction and tested again after surgery and worked; it lengthened for some weeks after surgery; the patient obtained 15mm of lengthening) lead to conclude that the device was initially conforming to specifications. Considering the x-ray images provided, it could be suggested that cable was damaged during treatment, due to the implant migration/movement over time (nail and screws), that may have loaded/damaged the cable causing the issue notified. 2. Receiver code 60001780, serial number (B)(6) (MFR report number 9680825-2023-00042 follow up 1): the functional check performed did not detect any malfunction on the returned receiver, which performs properly according to the set acceptance criteria. 3. Nail code 60001468, serial number (B)(6) (MFR report number 9680825-2023-00045 follow up 1): the device involved was not returned to orthofix as it is still implanted on patient. Should the device become available it will be performed the technical analysis. Please kindly refer also to MFR report number 9680825-2023-00042 follow up 1. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6). Surgeon's name: dr (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: femur. Surgery description: lengthening - retrograde insertion. Patient's information: 70 year-old, male, weight 90 kg. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the first surgery was performed for this patient on (B)(6), with a taa1160-f-225. Surgery went well. The nail was tested on the table before introduction, and tested again after surgery. Patient started to use the control unit on his nail and the nail started to do the lengthening. After 2 or 3 weeks, the nail was not working well. A new control unit was provided to the patient. At the beginning of august, again nail was not functioning. On the rx, we could see a start of callus with only 15mm of lengthening made. On (B)(6) the patient returned to or and the nail was removed and changed with a new one as the patient needs 40mm lengthening. The complaint report form also indicated: the device failure had adverse effects on patient: loss of achieved correction. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: on (B)(6) 2023. A medical intervention (outpatient clinic) was required: on (B)(6) 2023. Copy of operative reports is not available. Copy of x-ray images is available. Patient's current health condition: patient is ok. On (B)(6) 2023 orthofix srl received the following additional details: the nail was verified on (B)(6) twice, on the table and in the patient during surgery and worked perfectly. The nail worked for few days as the patient obtained 15mm of lengthening. Patient had a oedema for more than 4 weeks after surgery. On (B)(6) 2023 orthofix srl received the following additional details: the second nail, implanted on (B)(6) 2023 is not working. The nail worked on the table test and inside the patient just at the end of the surgery, the patient heard the nail working 2 days and then no more. Copy of x-ray images. Manufacturer ref: (B)(4). Distributor ref: (B)(4). Please refer also to MFR report number 9680825-2023-00042 follow up 1.